Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had no ECG signal when fiber optic balloon was connected to the unit. There was no known harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Customer's biomed engineer (bme) thought the fiber optic input was linked to ECG. Fse explained that fiber is only for pressure and does not affect ECG values. Customer's bme explained that in the reported situation there were several people operating the machine at the same time and with the stress level during this event there was most likely an user error and a misunderstanding where ECG signal came from. Fse tested fiber optic module and it passed with values pwm- 42 lamp-230. There were no fiber errors. Fse tested cardiosave ECG inputs with trainer, and system passed all tests. Moreover, fse tested with patient simulator and facilities ECG cables, all tests passed including the cables and system. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, e1 (site country), e2, e3, g2, g3, g6, h2, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10.

Event description:
N/a.